Event description:
A malfunction was reported with code malf 9, which did not occur after a sequence of notable events, and the issue did not cause any adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, providing pump reset information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump but to call back if any issues arose again, which was acknowledged and understood.